Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4). Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 02-may-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 02-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient pulled on something four weeks after implant and that now they have an increase in pain. The rep was going to schedule an appointment to meet the patient for x-rays to confirm that the leads had not migrated. No further complications were reported. Additional information was reported that the cause of the patient's increased pain was due to their leads moving down a level. The rep was able to reprogram the patient and capture the pain relief. The rep reprogrammed the patient on (B)(6) 2018. No further information was reported.